Manufacturer narrative:
Siemens filed initial MDR 2432235-2023-00330 on 19-dec-2023. Additional information on (19-dec-2023): in subsequent visits, the customer service engineer (cse) performed multiple troubleshooting activities to address the erroneous results. The cse ran calibrators; primed the dilution arm and instrument; replaced the tubing and another valve; addressed the clogged dilution probe tubing; performed alignments and a precision study, which recovered acceptably. Patient comparison studies were also performed, and an evaluation of the patient comparison studies is underway. The cause of the event is unknown.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2023-00330 on 19-dec-2023 and first supplemental MDR on 17-jan-2024. Additional information (29-jan-2024): the patient comparison study recovered within specifications and was accepted by the customer. Siemens determined that an instrument malfunction, which was addressed with the activities mentioned in the initial and first supplemental report, potentially contributed to the event. The investigation conclusions code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated carbon dioxide (co2) result was obtained on a patient sample on an atellica ch 930 analyzer. A siemens customer service engineer (cse) was dispatched to the customer site. During this visit, the cse inspected the instrument, cleaned the drain, and ran auto check which recovered successfully. The cse replaced valves on pump manifold and saline manifold, replaced the 60 ul and 300 ul pumps on the dilution arm. Next, the cse replaced and aligned dilution mixer and ran dilution tray mixer (dmix) test. The cse aligned sample mixer, performed empty / fill of reaction ring, and ran auto check test, which recovered acceptably. The cause of the falsely elevated co2 result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A falsely elevated carbon dioxide (co2) result was obtained on a patient sample on the atellica ch 930 analyzer. The erroneous result was reported to the physician(s), who questioned the result. The sample was repeated on an alternate atellica ch 930 analyzer. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2 results.